Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The primary analysis finding noted no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. The insulation of the lead was severely twisted during the attempted implant. Visual summary analysis of the lead indicated damage at implant. The lead was returned with the helix stretched. It was also observed that the outer insulation had been severely twisted during the attempted implant.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead had unacceptable measurements with low sensing values and high threshold. The lead was difficult to remove. Even though it was retracted, the lead remained attached. It took many attempts to unscrew the lead, and ultimately, it became unattached. The physician lost confidence in the lead and requested a new one for implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.